Event description:
During an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, a cardiac tamponade occurred. Four hours into the procedure while mapping in the right atrium with a non-sjm diagnostic catheter patient's blood pressure began to decrease. An echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. The patient was transferred to the ICU with a pericardial drain and remained stable. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.